Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "gas line blocked" error message during a case. They tried a new sampling line and water trap, but the issue persisted. They had also already blown air into the line to clear any blockage, but the error would briefly clear then return. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation and repair. During the evaluation, no physical damage or fluid intrusion was observed. During testing, a "gas device error" message was displayed after approximately one hour of operation. The pump had 5,052 operating hours. The pump was replaced and the device was tested per specifications with no further errors observed. The device was repaired and returned to the customer. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10. Additional information: b4. Date of this report, g3. Date received by manufacturer, g6. Type of report, h2. If follow-up, what type? H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes, h11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas line blocked" error message during a case. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas line blocked" error message during a case. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas line blocked" error message during a case. They tried a new sampling line and water trap, but the issue persisted. They had also already blown air into the line to clear any blockage, but the error would briefly clear then return. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/08/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied, stating that the requested information cannot be provided.